Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of the patient made a mistake/ touch contamination and peritonitis in a homechoice patient (hp) on (B)(6) 2012, the hp developed peritonitis, but was not hospitalized for the event. The cause of the peritonitis was reported as the hp made a mistake/ touch contamination. Product surveillance spoke to the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012. The pdrn stated that the hp was treated with a loading dose of 1gram ancef and 60mg gentamycin ip followed by a 14 day course of 250mg ancef and 8mg gentamycin ip for treatment of the peritonitis event. The hp has not yet been retrained on proper aseptic technique, but the pdrn has a home visit planned and retraining will be completed at that time. The hp recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.